Event description:
It was reported that the handpiece was leaking irrigation from the cutter release switch during a service check. There was no reported pt involvement.

Manufacturer narrative:
Upon investigation, it is likely that the o-ring was worn. The leaking was most likely caused by a damaged o-ring on the cutter.